Manufacturer narrative:
D9: date returned to mfg 4/17/2024. One device was returned for evaluation. Visual inspection revealed a scratched lens, cracked battery door, cracked battery compartment, worn upstream occlusion (uso) seal, and peeling downstream occlusion (dso) seal. The event history log was not reviewed. Functional testing was able to replicate the reported issue; error code 41171 occurred upon power up. The root cause was determined to be a corrupt board. The pwa board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date unknown. Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited lest error code (lec) 41171. The issue was found during testing. There was no patient involvement and no patient harm reported.